Manufacturer narrative:
The insulin pump was received with cracked at corner display window, cracked battery tube threads, scratched on lcd window, broken at reservoir tube lip and missing end cap sticker. The pump passed the displacement and rewind test. There was no rewind anomaly noted. No damage found on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a rewind anomaly. The blood glucose at the time of the incident was 132 mg/dl. The customer states the insulin squirted out, when they lock the reservoir in place. The customer was advised to check on the piston when it's fully rewind. There should only be one segment of threading visible. The customer state there was five segments visible. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.